Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a silver-colored metallic spring-like foreign bodies embedded uterine wall and fallopian'), device expulsion ('partial expulsion of device'), pelvic inflammatory disease ('pid'), endometritis ('endometritis') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (305) (batch no. 706317 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement in bilateral fallopian tubes and therma-choice ablation on same day". The patient's medical history included hypercholia and vaginal hematoma. Concurrent conditions included anemia, uterine bleeding, change in bowel habits, hypercholesterolemia, abdominal cramps, upper abdominal pain, chest pain, difficulty breathing, shortness of breath, fever, chills, offensive vaginal discharge, stomach pain, swelling nos, tenderness, leg pain, pain bladder, uterine fibroid, allergy to metals, insomnia, vaginal discharge, costochondritis, fatigue, back pain, muscle pain, rash, mouth swelling, lower abdominal pain, sleep disorder, pain menstrual, healing abnormal, nabothian cyst, paratubal cyst, extremity necrosis, leiomyoma nos, adenomyosis, abdominal discomfort, unspecified inflammatory disease of uterus, food allergy, milk allergy, pelvic abscess and leukocytosis. Concomitant products included amitriptyline, ampicillin, clindamycin, docusate, doxycycline, ethinylestradiol;norethisterone acetate (loestrin) from october 2011 to november 2011, ferrous sulfate, gentamicin, heparin, ibuprofen, loperamide hydrochloride (lomotil), medroxyprogesterone acetate (depo provera) from november 2010 to july 2011, morphine, nsaids, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), sennoside a+b and sulfamethoxazole;trimethoprim (mortin) from july 2011 to november 2011. On (B)(6) 2011, the patient had essure (305) inserted. In august 2011, the patient experienced pelvic pain ("physical pain, pain."), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In september 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (305) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, pelvic inflammatory disease, endometritis, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device expulsion, embedded device, endometritis, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (305). The reporter commented: as per follow up discrepancy noted date of insertion: (B)(6) 2011,??-(B)(6) 2014. Essure confirmation test conducted plaintiff does not undergo essure confirmation test. Tubal ostia with 3 (left) & 5 (right) trailing coils visible. Patient received treatment for pelvic pain, abdominal pain, back pain, genital bleeding, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that-the essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal bleeding,menorrhagia,pelvic pain,anxiety ,depression most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Reporter information was added. Event added abdominal pain, back pain, genital bleeding, nickel allergy. Event outcome added pelvic pain, abdominal pain, back pain, genital bleeding, nickel allergy. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a silver-colored metallic spring-like foreign bodies embedded uterine wall and fallopian'), device expulsion ('partial expulsion of device'), pelvic inflammatory disease ('pid') and endometritis ('endometritis') in an adult female patient who had essure (305) (batch no. 706317-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement in bilateral fallopian tubes and therma-choice ablation on same day. The patient's medical history included hypercholia and vaginal hematoma. Concurrent conditions included anemia, uterine bleeding, change in bowel habits, hypercholesterolemia, abdominal cramps, upper abdominal pain, chest pain, difficulty breathing, shortness of breath, fever, chills, offensive vaginal discharge, stomach pain, swelling nos, tenderness, leg pain, pain bladder, uterine fibroid, allergy to metals, insomnia, vaginal discharge, costochondritis, fatigue, back pain, muscle pain, rash, mouth swelling, lower abdominal pain, sleep disorder, pain menstrual, healing abnormal, nabothian cyst, paratubal cyst, extremity necrosis, leiomyoma nos, adenomyosis, abdominal discomfort, unspecified inflammatory disease of uterus, food allergy, milk allergy, pelvic abscess and leukocytosis. Concomitant products included amitriptyline, ampicillin, clindamycin, docusate, doxycycline, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011, ferrous sulfate, gentamicin, heparin, ibuprofen, loperamide hydrochloride (lomotil), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, morphine, nsaids, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), sennoside a+b and sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011. On (B)(6) 2011, the patient had essure (305) inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pain."), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (305) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, pelvic inflammatory disease, endometritis, depression and anxiety outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, embedded device, endometritis, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (305). The reporter commented: as per follow up discrepancy noted date of insertion: 22jul2011(B)(6) 2014. Essure confirmation test conducted plaintiff does not undergo essure confirmation test. Tubal ostia with 3 (left) & 5 (right) trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that-the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal bleeding,menorrhagia,pelvic pain,anxiety , depression most recent follow-up information incorporated above includes: on 20-aug-2019: ¿update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a silver-colored metallic spring-like foreign bodies embedded uterine wall and fallopian'), device expulsion ('partial expulsion of device'), pelvic inflammatory disease ('pid') and endometritis ('endometritis') in an adult female patient who had essure (305) (batch no. 706317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement in bilateral fallopian tubes and therma-choice ablation on same day". The patient's medical history included hypercholia and vaginal hematoma. Concurrent conditions included anemia, uterine bleeding, change in bowel habits, hypercholesterolemia, abdominal cramps, upper abdominal pain, chest pain, difficulty breathing, shortness of breath, fever, chills, genital discharge abnormality, stomach pain, swelling nos, tenderness, leg pain, pain bladder, uterine fibroid, allergy to metals, insomnia, vaginal discharge, costochondritis, fatigue, back pain, muscle pain, rash, mouth swelling, lower abdominal pain, sleep disorder, pain menstrual, healing abnormal, nabothian cyst, paratubal cyst, necrosis, leiomyoma nos, adenomyosis, abdominal discomfort, unspecified inflammatory disease of uterus, food allergy, milk allergy, pelvic abscess and leukocytosis. Concomitant products included amitriptyline, ampicillin, clindamycin, docusate, doxycycline, ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2011, ferrous sulfate, gentamicin, heparin, ibuprofen, loperamide hydrochloride (lomotil), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, morphine, nsaids, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), sennoside a+b and sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure (305) inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pain."), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (305) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, pelvic inflammatory disease, endometritis, depression and anxiety outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, embedded device, endometritis, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (305). The reporter commented: as per follow up discrepancy noted date of insertion: (B)(6) 2011 (B)(6) 2014. Essure confirmation test conducted plaintiff does not undergo essure confirmation test. Tubal ostia with 3 (left) & 5 (right) trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that-the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal bleeding, menorrhagia, pelvic pain, anxiety, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received reporter information, lot no was added. Case become incident by new event added pelvic inflammatory disease, endometritis, vaginal hemorrhage, menorrhagia, anxiety , depression, medical device monitoring error. Severity added pelvic pain female. Outcome added vaginal hemorrhage, menorrhagia,pelvic pain female. Concomitant drugs, medical history were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.